Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle insulinx meter is 5 years. As the manufacturing date of this product is before 2014, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported receiving unspecified treatment by an hcp, however no further information was reported and attempts to contact the customer has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported receiving unspecified treatment by an hcp, however no further information was reported and attempts to contact the customer has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.